Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An evaluation was performed by reviewing the complaint text, instrument service history and other customer complaints for similar issues. No adverse trends were identified related to the customer's issue. The customer's issue was resolved by changing the wash zone manifold. Troubleshooting and diagnostics, observed problems, erratic assay results in the architect system operations manual lists probable causes including the wash zone manifold leaking and inadequate wash buffer dispense at wash zones. Corrective actions include checking for salt crystals or liquid on wash manifold valves and fittings, performing wash zone precision checks, and contacting area customer support. Based on the results of this investigation, no product deficiency was identified.

Event description:
The customer stated discrepant results were generated on the architect ca 19-9 xr assay. A patient generated a value of 13.7 u/ml and upon repeat, the value was 55.5 u/ml. The sample was tested on a second architect i1000sr and yielded results of 55.5 and 39 u/ml. No impact to patient management was reported.